Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the patient has a broken fragment of port-a-cath on the left side of the chest. During an imaging test, it was found that the tip of the port-a-cath is in an extravascular position and is short (10 cm instead of the usual 20 cm). Removal of the port-a-cath was attempted in the operating room and the removal was incomplete as the distal end was not retrieved. A scan confirmed that the catheter tip is positioned in the patient's right ventricle for which a hemodynamic assessment and a possible cardiac surgery will be done to remove the remaining portion of the catheter. There was patient involvement and patient harm.

Manufacturer narrative:
B1, b2, h1 updated. One used sample was received for evaluation. Visual inspection noted the catheter end to be torn. Functional testing was performed, and free flow was observed with no leaks from the port body or catheter. The complaint of breakage can be confirmed. The probable cause is due to incorrect placement/implantation of the catheter. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.